Manufacturer narrative:
The returned sleeve was evaluated. There were no indications of damage. The sleeve was found to function as expected when tested with a mating pedicle screw, closure top, driver, and locking pin. There were no device failures found. A review of the DHR did not detect any manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00035 thru 3012447612-2018-00037.

Event description:
It was reported that the threads of two closure tops fractured within an extender sleeve during surgery, reportedly due to thread issues on the sleeve. The procedure was completed using alternative closure tops and the same sleeve. There were no reported patient impacts associated with this event. This is report three of three for this event.